Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the glucocard 01 meter was giving variable readings. Caller stating he woke up at 5:30am and was having cold sweats, tested and got a result of 45. Had a glass of orange juice and 3 slices of raisin bread, waited 10-15 minutes, retested and got a result of 516. He then performed a control solution test and results were in range. He tested a couple more times and the results slowly came down to 133 which is what he is used to seeing, but this was a couple of hours after the original test. Replacing product.